Event description:
Surgical procedure being performed: fronto-temporal craniotomy for clipping of ruptured internal carotid artery aneurysm. Yasargil titanium aneurysm clip ft728t placed across neck of bi-lobed internal carotic artery aneurysm with ft742t clip applier, and aneurysm perforated with 26 gauge spinal needle without re-filling. Craniotomy wound closed and pt taken for immediate post-operative angiography which demonstrated re-filling of aneurysm and scissoring of clip blades. Pt returned immediately to operating room, where scissored clip was removed and replaced with (2) yasargil phynox aneurysm clip fe728k.